Manufacturer narrative:
(B)(4). Catalog#: igtcfs-65-2-jug-celect. Date of implant: unknown as information was not provided. Date of explant: unknown as information was not provided. Similar to device under 510(k) k090140. (B)(4). Summary of investigational findings: the returned filter is found to be normal and according to specification. Imaging confirm that the filter legs are unexpanded, but not entangled. However, it is not possible to determine a root cause for the unexpanded filter based on the imaging. During the manufacturing/qc processes the spring effect of filter is 100 % controlled, as they are all deployed after advancement through a sheath. Under normal conditions, 15 mm <ivc< 30 mm, the radial force of filter will make filter legs attach to ivc. No clinical sequela has been reported. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to complainant: the filter was placed via the jugular vein as per IFU. As the filter was unsheathed, it failed to open. The primary struts were all aligned and don't look entangled and neither do the secondary struts. The physician decided to deploy the filter in the hope that it would spring open but unfortunately this was not the case. When he initially positioned the filter, it was sat centrally in the ivc. However, when he deployed it, it moved to the lateral aspect of the ivc and then failed to open. Fortunately the filter stayed where it was so he was able to retrieve it using the gtrs. It was questioned when looking at the images with another radiologists that it looked so perfect that maybe it was sat in an accessory vessel and not the ivc. They just couldn't understand as it was initially sat centrally. Patient outcome: the unopened filter was retrieved using a gtrs-200-rb. Filter was then replaced with another one from the same lot. No adverse effects on the patient were reported.